Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones due to a high out of range shock impedance measurement of greater than 125 ohms. The patient was advised to follow-up with their physician regarding the manner and the ICD remains in service. No adverse patient effects were reported.